Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.

Event description:
Consumer complaint of low blood results. Performed a back to back blood test, 46mg/dl and 42mg/dl. Recalled the blood results from the meter memory (manual log) fasting in the morning: (B)(6). Customer stated that his expected fasting result is 88mg/dl in the morning. Adverse event not reported.

Event description:
Consumer complaint of low blood results. Performed a back to back blood test, 46mg/dl and 42mg/dl. Recalled the blood results from the meter memory (manual log) fasting in the morning: see scanned table. Customer stated that his exprected fasting result is 88mg/dl in the morning. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).